Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. This occurred in the alternate vector due to oversensing of non-physiological noise according to technical services (ts) analysis of device episode data. X-rays were taken. These signals could not be reproduced with further testing. No adverse patient effects were reported. Currently, this s-ICD system remains in service.